Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The device was received with minor scratched lcd window, broken reservoir tube lip, and cracked belt clip slot.

Event description:
It was reported the customer was hospitalized due to high blood glucose of 600 mg/dl. Customer's father did not want to troubleshoot the insulin pump he just wanted it replaced. Customer's father stated the doctor was the one that informed him to call to exchange the device. Customer's father was informed that troubleshooting should be performed on the device, he declined again. No further information reported.